Manufacturer narrative:
The cause of the discordant low pt-inr result is a sample specific issue for a patient. Siemens headquarters support center evaluated the data files provided by the account. The account provided data files but not the correct files for the sample ID in question. Because of the lack of information, no root cause could be identified. It is known that the patient's bilirubin value of 35 mg/dl exceeds the interference limit as stated in the current reference guide for this assay; therefore the sample was not suitable for processing. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low prothrombin time inr (pt-inr) result was obtained on a patient sample on the bcs xp instrument. The result was reported to the physician who questioned the result. The same sample was repeated the next day. A higher result was obtained and a corrected result was reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant low prothrombin time inr (pt-inr) result. There was no report of adverse health consequences as a result of the discordant low prothrombin time inr (pt-inr) result.